Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "subconjunctival hemorrhage" and "conjunctival hemorrhage", deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported that patient was injected with juvéderm voluma xc and juvéderm vollure xc in cheek augmentation, nasolabial folds glabellar and lateral canthal lines. Patient was concomitant injected with botox cosmetic. After the injection, patient reported "subconjunctival hemorrhage" and "conjunctival hemorrhage" which is device not related. Symptoms status is unknown. This is the same event and the same patient reported under MDR ID# (3005113652-2023-00895) (allergan complaint # (B)(6)). This MDR is being submitted for the first suspect product, juvéderm vollure xc.